Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus. The customers blood glucose level was impacted 500 mg/dl. It was reported that the customer performed a fill tubing while still connected to the infusion set site. Review of pump data revealed that the customer appeared to have accidentally tapped on the change cartridge sequence rather than the fill tubing. The occlusion alarm occurred prior to contacting tandem technical support, the customer declined to troubleshoot to determine a possible cause of the occlusion. In addition, the customer reported the fill estimate to be inaccurate.